Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an unexpected alarm during normal use. Blood glucose level at the time of the incident was 135 mg/dl. The customer stated the insulin pump error occured after the customer jumped into a swimming pool. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis

Manufacturer narrative:
Pump received with critical pump error (open book image) alarm and unable to download due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. No moisture damage was found on the keypad assembly, force sensor or motor. Pump received with scratched case, faded serial number label, pillowing keypad overlay, and minor scratched lcd window.